Manufacturer narrative:
(B)(4). (B)(6). User facility listed in initial reporter. (B)(4).

Event description:
According to the reporter, the device produced perfect staple line, proximal and distal but the muscle wasn't captured and the mucosa (not damaged). This resulted in an anastomotic leak. The surgery time was extended by more than 30 minutes. There was no blood loss over 500cc. The incision was not extended by more than 1 inch. There was no change from endoscopic to open surgery. Tissue was not caught in the device. There was no unanticipated tissue loss or irreversible damage. No device component fell into the patient's cavity. The dr. Had to do hand anastomosis with suture to treat the issue. Additional follow-up questions have been sent.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. A microscope examination of the device displayed nicks on the knife blade. Inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and a full complement of staples was deployed and properly formed, despite the noted knife blade damage. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.